Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a cage and screw in a previous spinal fusion. It was reported that the sacral screw has migrated out approximately 10mm from the cage. There is no malfunction with the cage. During the procedure, the screw was fully threaded in and the torque limiting driver was turned until it clicked. There were no patient symptoms or complications as a result of this event. A posterior instrumented fusion took place on the level on (B)(6) 2022. No further complications were reported/anticipated.